Event description:
Customer reported that the insulin pump has a beep anomaly. Customer stated that it has been making 3 random beeps. Customer does not have any temporary basal rates set up, the device is not suspended and there are no error messages. Customer was instructed to put the insulin pump in vibrate option; however it still did those 3 random beeps. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage noted on the insulin pump assembly. The device was monitored and not unexpected beeps were noted during testing.